Event description:
Information was received from a consumer in regard to a patient previously receiving baclofen via an implantable infusion pump. At the time of report, the pump was used to infuse lioresal 2,000 mcg/ml at 600.8 mcg/day. The indication for use (IFU) was listed as intractable spasticity and other spasticity. It was reported that the pump was alarming. The alarm was described as a critical, non-single tone, alarm. The patient's healthcare professional would not fill the pump. The healthcare professional told the patient that they were only pain management and does not deal with the baclofen pumps. The patient was given two referrals. The patient was filled by one physician, but the physician was not willing to see the patient again because they were a complicated case. The patient contacted their neurosurgeon to try to determine who will fill the pump. The neurosurgeon told the patient that they will manage the pump if the patient cannot find anyone. The patient does not have oral baclofen. The patient spasticity was returning and the patient has pain around the pump. The alarm was not supposed to come on for another week. At the time of report, the patient did not have a physician. The event date was reportable as (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.